Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor was break. Customer blood glucose value was unknown at the time of incidence. They removed sensor from the body and recognized that the sensor did not have a needle. Customer reported that the sensor or introducer needle was fractured in the body. Customer stated sensor was not still in the body also two sensor had this problem. The device will not be returned for analysis.